Event description:
It has been reported to philips that there was a black screen when performing exposure and fluoroscopy. The device was in clinical use when the reported event occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure and the procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed a black image when performing exposure and fluoroscopy. Review of the system log file showed that 02ww generator error and converter 2q short circuited. Upon functional testing, fse found that the converter 2q was defective. The fse replaced the converter and calibrated. After replacement of the converter and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.